Event description:
The customer's family member called to report that the customer was hospitalized for high bgs. The customer was treated with insulin drip. Troubleshooting was performed. The customer had only one basal rate for twenty-four hours. The pump passed the self-test. The insulin exited and the lead screw rotated accurately. The high-pressure test was not performed due to the lack of clamp. The prime technique was reviewed and found that the customer has not been entering the 0.5u final prime after removing the introducer needle. The customer checks their bgs only three times a day instead of four to six times. Also the customer did not apply two consective high bg rule.